Event description:
It was reported that during a surgical procedure at the user facility, the blade broke. The user facility reported that the procedure was completed successfully without a clinically significant delay, and that there were no adverse consequences or medical interventions.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility, the blade broke. The user facility reported that the procedure was completed successfully without a clinically significant delay, and that there were no adverse consequences or medical interventions.